Manufacturer narrative:
The device was given to the patient following explant and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The physician advised the patient to have the device replaced. The device was explanted without incident. No adverse patient effects were reported.